Event description:
A customer reported experiencing low blood glucose levels, indicated by a device displaying "low." There was no specific value provided for the blood glucose level. The customer consumed carbohydrates to address the low blood glucose. Suspected cause was due to the customer¿s settings requiring adjustments. Customer updated their pump settings to address the event.